Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation was confirmed via data. The root cause was the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4). Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-128385 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-127983.